Manufacturer narrative:
The event and explant dates were provided. Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed 17 cm distal of the is-1 connector pin cuttings in the insulation. Blood penetrated the lead in this area. Further analysis revealed deformations of the outer coil and a squeezed insulation at approximately 33 cm and 34.5 cm distal of the is-1 connector pin. These damages occurred most likely during explant procedure. During further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In particular the values of the mechanical analysis of the fixation mechanism were investigated. No peculiarities were found. In summary, there was no sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that the patient presented to the emergency room due to hypotension. A device interrogation noted right ventricular loss of capture. While in the ER the patient began to have unspecified distress. A chest x-ray, scan and echocardiogram were performed and the patient was diagnosed with pericardial effusion with tamponade. This was thought to be due to a cardiac perforation. The patient underwent an emergent pericardial window and the field representative was paged to assess the lead. The device was temporarily programmed with tachycardia therapy off and vvi as it was also noted the right atrial lead had dislodged. A week later the rv and ra leads were explanted. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The event and explant dates provided do not make sense so they were left off of this report. It is unclear if this is the atrial or the ventricular lead.